Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins)for unknown indications for use it was reported that there were times when the stimulator unexpectedly turns off. The patient stated that they had not passed near any gates. They also consulted their primary physician during a recent visit, but the issue had not been resolved. It was unknown if there were any environment, external, or patient factors that may have caused the event. No further actions were taken to identify the cause and troubleshoot the issue. Additional information was received from the manufacturer representative. It was reported that the stimulator could not be charged due to an outlet malfunction, so pain was felt. The cause of the stimulator turning off was not reported. The controller was replaced and the event was improved.

Manufacturer narrative:
G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.